Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
This pc is related to (B)(4). This pc reports about the first revision. It was reported that on an unknown date, 1991, the patient underwent the tha surgery with unknown cup and stem. After the surgery, on an unknown date, the loosening of the cup and stem occurred. The first revision surgery was performed on (B)(6) 2010. No further information is available.